Event description:
It was reported that this pacemaker and a non boston scientific right atrial (ra) lead exhibited high out of range impedance measurements, causing a lead safety switch to occur. No noise was observed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being filed to update evaluation coding.